Event description:
A customer reported a shift in digoxin results for level 2 quality control (qc) samples. The qc samples had a target of 2.28 ng/ml, and the results obtained were 0.55, 0.87 and 0.35 ng/ml. A field engineer visited the site and performed maintenance on the analyzer. This maintenance resolved the issue. There was no report of pt harm as a result of this occurrence.